Manufacturer narrative:
Date of event is an unknown date in 2019. This report is for an unknown screw/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, there were items missing from the set. There were no 60mm locking screws, no 65mm locking screws, and only one 75mm screw was present. The surgeon had to use other screws that were either too long or to short, hindering a stable fixation. Procedure was completed with an unknown delay. Concomitant devices: locking screws (part: unknown, lot: unknown, quantity: unknown), trauma screws (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown locking screw. This is report 2 of 3 for (B)(4).